Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported single gripper actuation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. Mitraclip (cds0706-xtw; 50212a2001) was implanted successfully. During the procedure, the one gripper of second mitraclip (50109a1016; cds0706-xtw), was unable to raise and lower during third attempt of leaflet grasp. During the preparation of third mitraclip (50212a2002, cds0706-xtw), the clip was unable to open after first lock test. Troubleshooting was performed and was unsuccessful. During preparation of fourth mitraclip (50128a1005; cds0706-xtw), it was locked after opening initially but was unable to open the second time despite troubleshooting. It remained locked and was uncertain if the issue was due to the preparation process or the device itself. Attempts to pass the blue line to open were successful the first time but was unable to pass the second time. The mr was decreased to grade <1 post procedure. There were no adverse patient effects or clinically significant delay. Post-procedure, further attempts to open the device at the back table were unsuccessful, with the lever remaining loose when pulled up.